Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces. Visual inspection found an internal insulation abrasion at 7.5cm to 10.9cmfrom the distal tip breaching the ring electrode/right ventricular cable lumen between shock coils with abraded inner coil lumen. The etfe cable coating and ptfe liner were found damaged consistent with procedural damage. External insulation abrasions were found at 39.8cm to 40.1cm, 40.3cm to 40.4cm and 40.5cm to 40.6cm from the distal end breaching the svc cable lumen consistent with friction to the device can. Additional external abrasions were found breaching the re/rv cable at 39.7cm to 40.1cm from the distal end consistent with friction to the device can along with external abrasions breaching the non-functional cable lumen was noted at 40.3cm to 40.5cm. The etfe cable coating and inner coil lumen proximal to the suture tie impression were intact at the external abrasion locations. The cause of external insulation abrasions are consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.